Event description:
The device was used during a low anterior resection procedure. Reportedly, the anastomosis was incomplete and there was tissue trauma. The surgeon sutured to complete the procedure. The hospital has reported no patient injury occurred.